Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had unsuccessful right ventricular automatic threshold (rvat) test due to intrinsic beats, noise, and no data collected. Technical services (ts) reviewed troubleshooting options. This right ventricular (rv) lead and ICD remain in service. No adverse patient effects were reported. Additional information nine months later received reported that implantable cardioverter defibrillator (ICD) system continued to have unsuccessful right ventricular auto-threshold (rvat) tests due to intrinsic beats. The presenting electrogram (egm) shows sinus rhythm and no tachycardia. An rv threshold measurement of 0.6v @ 0.4 ms was obtained in-clinic and the patient has a follow-up appointment scheduled for october. If rvat continues to be unsuccessful at that time, the physician can consider turning off rvat. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had unsuccessful right ventricular automatic threshold (rvat) test due to intrinsic beats, noise, and no data collected. Technical services (ts) reviewed troubleshooting options. This right ventricular (rv) lead and ICD remain in service. No adverse patient effects were reported.